Manufacturer narrative:
1/14/1998-supplemental report #1 sent to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a esophagus procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.